Event description:
The device eval identified a reportable malfunction, under delivery with a broken adapter bracket, related to the original complaint, which was not a reportable event.

Manufacturer narrative:
(B)(4). The testing and investigation results have been received and indicate the complaint for under delivery was confirmed, (B)(4), 2010. Probable cause was identified on (B)(4), 2010 of a broken adapter bracket. Damage to the pump was found. Rear pump case broken, battery access panel damaged, and the charger case was scraped/cracked.